Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the advance 14 lp low profile balloon catheter would not deflate during an angioplasty procedure. The physician was still able to pull the balloon out, and it was later found to have an obstruction in the catheter. There were no injuries or additional procedures reported.